Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges leaked from the septum. Reportedly, the leaking cartridges were thrown away. The customer's blood glucose level was not impacted and the customer was able to load a new cartridge.